Manufacturer narrative:
Manufacturing date: the manufacturing site reported that the manufacturing date for the device is february 17, 2001. Method codes: production records were reviewed during investigation. Results codes: investigation results also found optical problem.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Manufacturing date not available at the time of this report. (B)(4). Field service specialist (fss) visited the account and replaced parts including the vacuum pump to optimize laser performance. He checked all system functions and laser met j&j specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that laser stop with 28 seconds left in the right eye. The laser required a sphere lens cut and surgeon decided it was too long until the laser finally passed fluence, so the patient's treatment was not completed (28 seconds left) on that day. Surgeon adjusted gas mixture and decided to go to the 2nd eye and continue with the day cases (22 other patients were treated) and no other problem was reported.